Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown liner lot #: unknown, item #: unknown unknown stem lot #: unknown, item #: unknown unknown cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03867 liner, 0001822565 - 2019 - 03870 stem.

Event description:
It was reported by the legal group patient underwent an initial left tha and subsequently was revised nine years later for metallosis, dislocation, pain, implant corrosion, elevated ions, soft tissue damage from impingement, instability, and limited mobility. Attempts were made to obtain additional information; however, none was available.